Event description:
Reportedly, "after closing the instrument jaw on the colon, the surgeon fired the ta stapler by pressing the handle, until the handle was locked in the "back position" indicating the instrument was properly fired. The surgeon then cut and transected the bowel along the cutting guide on the ta stapler. He then observed that the bowel slipped out from the instrument jaw. The surgeon then opened the instrument jaw and checked, he found that all the staples still remained in the cartridge. The surgeon could not go on to perform anastomosis and performed a colostomy on the patient. Procedure: unknown.